Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, when applied on rectum, staple line was incomplete distally. Staple line was sutured and another reload was used to resolve the issue in order to complete the case.